Event description:
It was reported that a fortify cage has collapsed post operatively. This event occurred in the UK.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.